Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer (subsequently medically confirmed) and describes the occurrence of device breakage ("there is a coiled piece of metal material") and device dislocation ("myometrium near the cornu, there is a coiled piece of metal material") in a 40 year-old female patient who had essure inserted for female sterilisation. The patient had a medical history of colposcopy (the cervix and vagina were painted with acetic acid solution. The entire t zone was visualized. Colposcopy revealed the following (see attached diagram): acetowhite epithelium present mosaicism absent punctation absent lesion(s) present abnormal vessels absent leukoplakia absent. Patient tolerated procedure well. Assessment and plan: abnormal cytological finding in specimen from female genital organ) on (B)(6) 2019, overweight, cervical dysplasia, dysmenorrhea, menorrhagia, parity 3, multi gravida, menarche, surgery (leep laparoscopic hysterectomy, bilateral salpingectomy & cystoscopy, gastric surgery, carpal tunnel, cholecystectomy), ovarian cyst, breast mass, increased urinary frequency, pleuritic pain, dyspnea, hip dysplasia, oa hip, skin infection, vaginal irritation, urinary tract infection (reoccurent), chronic obstructive lung disease, acute bronchitis, insomnia, smoker, hyponatremia, hypomagnesemia, hyperlipidemia and pediculosis capitis. The patient had a family history of cervix carcinoma and type 2 diabetes mellitus. On (B)(6) 2009, the patient had essure inserted. On (B)(6) 2019, 3976 days after essure insertion, she experienced device breakage (seriousness criteria medically important and intervention required). Essure was removed the same day. An unknown time later she experienced device dislocation (seriousness criterion medically important). The patient was treated with surgery (a robotic-assisted total laparoscopic hysterectomy with bilateral salpingectomy). At the time of the report, the outcomes for these events were unknown. The reporter considered device breakage and device dislocation to be related to essure administration. The reporter commented: discrepancy noted removal date of drug updated to (B)(6) 2019 00:00. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index: 26.352 kg/sqm. [Magnetic resonance imaging] on (B)(6) 2019: MRI report shows follicle in l ovary and possible fundal fibroid, no size given [mammogram] on (B)(6) 2019: digital screening mammography bilateral with 3d finding: no mass, architectural distortion, dominant asymmetry or suspicious calcification is seen. There are benign appearing calcifications. Impression: no suspicious findings. [Pathology test] on (B)(6) 2019: surgical pathology report: cervix, uterus, bilateral fallopian tubes, hysterectomy and bilateral salpingectomy: cervix: with squamous metaplasia. Uterus: proliferative endometrium. Right fallopian tube: within normal limitsleft fallopian tube: with a benign para tubal cyst. Gross description: myometrium near the cornu, there is a coiled piece of metal material. The right fallopian tube measures 2.2 cm in length, 0.4 cm in diameter, and has attached fimbria. The left fallopian tube measures 5.5 cm in length, 0.5 cm in diameter, and has attached fimbria. There is also a piece of metal protruding out of the surface of the end opposite the fimbriated end. [X-ray] on (B)(6) 2018: xray lumbar spine. History: patient states low back and left hip pain finding lumbar spine: there are 5 lumbar-type vertebral bodies with rudimentary ribs at t12 bilaterally. Trace scoliotic curvature in the lumbar spine. No spondylolisthesis. Mild multilevel discogenic degenerative change with anterior osteophytosis. Minimal facet arthropathy. The sacroiliac joints are preserved. There are surgical clips in the right upper quadrant and left upper quadrant of the abdomen. Bilateral tubal ligation devices are seen. Left hip: no acute fracture or dislocation. On the frog-leg lateral view, there is evidence of cam morphology of the left femoral head-neck junction. Surrounding soft tissues are unremarkable. Impression: minimal degenerative change in the lumbar spine. ¿concerning the injuries reported in this case, the following one/ones were described in patient¿s medical records: device breakage (10012575) and device dislocation (10064684). Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed, and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 18-dec-2023: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of medical device removal ("medical device removal") in a 40 year-old female patient who had essure inserted. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2009, the patient had essure inserted. On (B)(6) 2019, 3652 days after essure insertion, she underwent medical device removal (seriousness criterion intervention required). Essure was removed the same day. The patient was treated with surgery (hysterectomy with bilateral salpingectomy). At the time of the report, the outcome of the event was unknown. The reporter considered medical device removal to be related to essure administration. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed, and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer (subsequently medically confirmed) and describes the occurrence of device breakage ("there is a coiled piece of metal material") and device dislocation ("myometrium near the cornu, there is a coiled piece of metal material") in a 40 year-old female patient who had essure inserted for female sterilisation. The patient had a medical history of colposcopy (the cervix and vagina were painted with acetic acid solution. The entire t zone was visualized. Colposcopy revealed the following (see attached diagram): acetowhite epithelium present mosaicism absent punctation absent lesion(s) present abnormal vessels absent leukoplakia absent. Patient tolerated procedure well. Assessment and plan: abnormal cytological finding in specimen from female genital organ) on (B)(6) 2019, overweight, cervical dysplasia, dysmenorrhea, menorrhagia, parity 3, multi gravida, menarche, surgery (leep laparoscopic hysterectomy bilateral salpingectomy & cystoscopy gastric surgery carpal tunnel cholecystectomy), ovarian cyst, breast mass, increased urinary frequency, pleuritic pain, dyspnea, hip dysplasia, oa hip, skin infection, vaginal irritation, urinary tract infection (reoccurent), chronic obstructive lung disease, acute bronchitis, insomnia, smoker, hyponatremia, hypomagnesemia, hyperlipidemia and pediculosis capitis. The patient had a family history of malignant tumor and type 2 diabetes mellitus. On (B)(6) 2009, the patient had essure inserted. On (B)(6) 2019, 3976 days after essure insertion, she experienced device breakage (seriousness criteria medically important and intervention required). Essure was removed the same day. An unknown time later she experienced device dislocation (seriousness criterion medically important). The patient was treated with surgery (a robotic-assisted total laparoscopic hysterectomy with bilateral salpingectomy). At the time of the report, the outcomes for these events were unknown. The reporter considered device breakage and device dislocation to be related to essure administration. The reporter commented: discrepancy noted removal date of drug updated to (B)(6) 2019 00:00. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index: 26.352 kg/sqm. [Magnetic resonance imaging] on (B)(6)2019: MRI report shows follicle in l ovary and possible fundal fibroid, no size given [mammogram] on (B)(6) 2019: digital screening mammography bilateral with 3d finding: no mass, architectural distortion, dominant asymmetry or suspicious calcification is seen. There are benign appearing calcifications. Impression: no suspicious findings. [Pathology test] on (B)(6) 2019: surgical pathology report: cervix, uterus, bilateral fallopian tubes, hysterectomy and bilateral salpingectomy: cervix: with squamous metaplasia. Uterus: proliferative endometrium. Right fallopian tube: within normal limitsleft fallopian tube: with a benign para tubal cyst gross description: myometrium near the cornu, there is a coiled piece of metal material. The right fallopian tube measures 2.2 cm in length, 0.4 cm in diameter, and has attached fimbria. The left fallopian tube measures 5.5 cm in length, 0.5 cm in diameter, and has attached fimbria. There is also a piece of metal protruding out of the surface of the end opposite the fimbriated end. [X-ray] on (B)(6) 2018: xray lumbar spine history: patient states low back and left hip pain finding lumbar spine: there are 5 lumbar-type vertebral bodies with rudimentary ribs at t12 bilaterally. Trace scoliotic curvature in the lumbar spine. No spondylolisthesis. Mild multilevel discogenic degenerative change with anterior osteophytosis. Minimal facet arthropathy. The sacroiliac joints are preserved. There are surgical clips in the right upper quadrant and left upper quadrant of the abdomen. Bilateral tubal ligation devices are seen. Left hip: no acute fracture or dislocation. On the frog-leg lateral view, there is evidence of cam morphology of the left femoral head-neck junction. Surrounding soft tissues are unremarkable. Impression: minimal degenerative change in the lumbar spine. ¿concerning the injuries reported in this case, the following one/ones were described in patient¿s medical records: device breakage ((B)(6)) and device dislocation ((B)(6)). Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed, and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available the most recent follow-up information incorporated above includes data received on: 07-nov-2023: medical record received. Medical history & lab data added including pathology test .reporter information added . Indication added . Events device dislocation and device breakage updated .non drug treatment updated. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of medical device removal ("medical device removal") in a 40 year-old female patient who had essure inserted. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2009, the patient had essure inserted. On (B)(6) 2019, 3652 days after essure insertion, she underwent medical device removal (seriousness criterion intervention required). Essure was removed the same day. The patient was treated with surgery (hysterectomy with bilateral salpingectomy). At the time of the report, the outcome of the event was unknown. The reporter considered medical device removal to be related to essure administration. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed, and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available the most recent follow-up information incorporated above includes data received on: 06-jun-2023: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.